Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. No device was received for examination, therefore the reported event could not be confirmed. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the articulation surface (trial) broke while we were removing it after trialing. This was due to normal wear and tear, it was an old articulation surface, sometimes things break, please don¿t send me additional e-mails regarding this matter. No surgical delay.